Event description:
The IV compounder was programmed to prepare a tpn solution with potassium (k+) 1meg/100ml. Due to a malfunction of the pump, the tpn solution contained 12.56meg k+ per 100ml. The patient's serum k+ increased from 4.4. On 12/7/93 to 7.9 on 12/8/93. The IV was discontinued prior to any detrimental consequences to the patient.